Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) identified that the validation code status was set to ¿required¿ for the active order. Verified in the patient order details that the active profile ID was associated with the new order. Checked rxverify details and confirmed the pharmacy had previously approved a different profile ID. The tss informed the customer that a new order was active and advised resubmission of the rxverify request. Observed the customer submitting the new request and confirmed it appeared as new in the rxverify list. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, validation code was not working. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.